Event description:
Patient received 30 min tumt treatment in 2003. Locating balloon placement was verified pre-treatment. Patient complained of pain during treatment. Post-treatment cystoscopy determined that a "false passage" had been created and the prostatic urethra had been treated. Patient had a urethral stricture and required surgical placement of a catheter.